Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, and accuracy testing. No adverse trend was identified for the customer's issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.

Event description:
The customer observed multiple imprecise intact parathyroid hormone patient results while using the architect intact pth reagents. The following data was provided pg/ml. Sid (B)(6) initial 103.9, repeat 12.0, 12.3. Sid (B)(6) initial 87.3, repeat 10.3 10.3. Sid (B)(6) initial 132.3, repeat 15.8 16.4. Sid (B)(6) initial 142.4, repeat 22.2 20.6. Sid (B)(6) initial 126.5, repeat 15.9 14.7. Sid (B)(6) initial 142.4, repeat 20.6 22.2. No impact to patient management was reported.